Event description:
A malfunction alarm was reported, displaying the code malf 9, but no notable events occurred prior to this issue. There was no reported impact on the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.